Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
The patients previous lead impedance values at their 1 month and 3 month visits were ok. The patients initial interrogation at their 6 month visit showed an ok impedance value; however, after subsequent interrogations and system diagnostic tests, the lead impedance was high. The high lead impedance resolved after continued programming. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. No other relevant information has been received to date.

Event description:
During a programming data review, high impedance was found again for the patient. High impedance resolved on the same day after multiple device interrogations. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.